Event description:
It was reported the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 4 and 24 hours. It was reported by the patient that when the pod was removed from the infusion site (arm), the cannula broke off in the infusion site. The patient removed the cannula using tweezers. The patient reported insulin leaking while wearing the pod. The patient reported vomiting. As treatment, the patient administered manual injections of insulin and applied a new pod. The patient discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the damaged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the soft cannula deployed and no damages to the soft cannula were observed. The pod data revealed a 0x18 alarm occurred signaling the pod had reached empty. Pod data also showed no timeouts or drive stalls occurred indicating the pod had no issues in delivering insulin. During fluid path testing, the fluid was able to travel the complete fluid path with no issues and no leaks were found. Therefore, no problems were found regarding both the reported broke off and leaking during wear events.